Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture with high pacing thresholds. Technical services (ts) was consulted and in office evaluation of the ra lead pacing was recommended. No adverse patient effects were reported. This lead remains in service.